Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date estimated. The UDI number is not known as the part and lot number were not provided. The additional death reported in the article is captured under a separate medwatch report. Attachment: article titled, ¿iatrogenic atrial septal defect requiring transcatheter closure following transcatheter mitral valve repair.¿

Event description:
This is filed to report perforation, hypoxemia, cardiogenic shock, heart failure, hypertension and unexpected medical intervention. This article is a retrospective study aimed to investigate the prevalence and clinical course of iatrogenic atrial septal defect (iasd) requiring transcatheter closure following the mitraclip procedure. Complications identified iasd, hypoxemia with right-to-left shunt, heart failure with left-to-right shunt, pulmonary hypertension, cardiogenic shock and unexpected medical intervention. The article concluded that iasd closure was required in 1% of the patients who received transcatheter mitral valve repair with the mitraclip system. The common clinical course was hypoxemia with right-to-left shunt or right-sided heart failure with left-to-right shunt. Many of these patients immediately underwent transcatheter iasd closure and the hemodynamic and clinical deteriorations were resolved after transcatheter iasd closure. Details are listed in the attached article titled, ¿iatrogenic atrial septal defect requiring transcatheter closure following transcatheter mitral valve repair.¿

Manufacturer narrative:
The devices were not returned for analysis. The lot history record review was not performed because this complaint is based on an article review, and no part or lot information was provided. Based on available information, a cause for the reported atrial perforation could not be determined. The reported cardiogenic shock, hypoxia, heart failure, and hypertension appear to be cascading effects of the atrial perforation. Additionally, the reported patient effects of atrial perforation, cardiogenic shock, heart failure, and hypertension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.